Manufacturer narrative:
Customer service conducted troubleshooting with the customer, including inspecting the faceplate and back plate for damage; inspecting and cleaning the diaphragm; and inspecting the power supply. During troubleshooting, it was identified that one of the stalok clips was loose, causing the faceplate to be loose. The customer was sent a replacement pump and return of her original pump was requested for testing/evaluation. On 02/18/18, the customer responded to contact by a complaint handler to get additional information, and indicated that the replacement pump was working without issue and that the mastitis was resolved. Based on the results of (B)(4), it cannot be definitively concluded that the pump caused or contributed to the customer¿s mastitis. The estimated incidence of mastitis in lactating women, whether using a breast pump or not, according to published clinical literature can be as high as 33%. In fact, clinical guidelines suggest the use of a breast pump to facilitate withdrawal of breast milk during bouts of mastitis. The complaint rate of mastitis across all reported failures, across all medela breast pumps, is 0.008% for the period of january 2013 to august 2017. Mastitis is usually a benign, self-limiting infection with few consequences for the suckling infant. The risk of mastitis is higher among women who have breastfed previously, especially those with a history or mastitis." Riordan & wambach, 4th ed. P. 294: breastfeeding and human lactation. Mastitis requires prompt medical attention for the mother for pain relief and prescription antibiotics to avoid progression to overwhelming sepsis.

Event description:
The customer alleged to medela llc that for two weeks she had been experiencing low suction with her pump in style breast pump and that she had mastitis for which she was prescribed antibiotics.

Manufacturer narrative:
The device was returned without the customer's parts and accessories; therefore, it was evaluated with a medela lab kit on (B)(6) 2018 and, though an unexpected noise was noted, the device met suction and cycle specifications. Refer to attached evaluation. The customer's report of low suction and loose stalok clips could not be confirmed.